Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few years ago. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16885063.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 17625942.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained. Additional information received that patients ipg would no longer hold its charge. It was noted that the patient was experiencing overstimulation.